Event description:
It was reported that the patient was having difficulty charging the ipg due to the pocket being deep. The patient underwent a revision procedure wherein the ipg was placed in a shallow pocket and still implanted in patients body.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.